Event description:
It was reported that during a routine follow up visit, the right ventricular (rv) lead exhibited undefined impedances on the high voltage and superior vena cava (svc) coils. The pocket was reopened, and the lead was reconnected to the device. A subsequent device check indicated that the impedances were now within normal limits. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) and svc (superior vena cava) defibrillation coils was undefined and a lead impedance out of range alert triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.